Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appear to be related to circumstances of the procedure; however, a conclusive cause for the reported difficulty removing the protective sheath could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and eccentric lesion located in the distal right coronary artery that was 90% stenosed. During removal of the protective sheath from a 3.0 x 12 mm nc traveler balloon catheter resistance was met. The balloon catheter was advanced to the target lesion and during the second inflation, the balloon ruptured at 18 atmospheres. The procedure was successfully completed with another unspecified balloon catheter. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.